Event description:
The micro sagittal saw was sent in for eval because it was leaking oil around the collar during a procedure. No oil went into the surgical site. Another device was used to complete the procedure without any procedure delay.